Event description:
On 22-dec-2025, a sales representative reported via (B)(4) that three 2.6 fibertak rc anchors were bent while attempting to repair a rotator cuff tear. This issue was discovered during a procedure, with no reported patient harm. Additional information was requested on 26-dec-2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.